Event description:
It was reported that patient underwent primary knee procedure in 2000. Revision surgery was performed on (B)(6) 2012 due to a broken inlay and loosening of the radiographic marker. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - 2000 (exact date unknown). If item is returned and an evaluation completed, a follow-up report will be sent to the FDA. This report filed (B)(4).

Manufacturer narrative:
Evaluation showed the articulating surfaces of the returned meniscal bearing appear to be in quite good condition after a substantial implantation time of 12 years. The relatively smooth superior surface and highly polished inferior surface do not possess any evidence of third body wear. The bearing possesses evidence of incongruent loading through the posterior/medial aspect. This is likely to have led to the excessive wear of this area, now evident on the item as a reduction in thickness of 1.64mm at the posterior edge. Although the radiographs suggest the bearing was angled in position, which would have resulted in such an imbalance of loading, the underlying reason for this change in position is unclear.